Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2447 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that four dilator sheaths in the 3fr powerpicc provena catheter trays are "burring up" when attempting to insert. This report addresses the third of four dilators.